Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the atrial lead exhibited noise episodes. The lead was explanted and replaced. The patient was in stable condition.